Event description:
I have had many things occur since my breast implants from allergan were put in. The medical problems I have incurred are the following: severe low white blood cells, undifferentiated connective tissue disorder, autoimmune thyroid condition, class iii capsular contracture, fatigue, hair loss, joint pain, multiple infections, celiac disease, and gi complications. FDA safety report ID# (B)(4).